Event description:
Customer sent a repair request for an issue of one of the angulation wheels are broken; biopsy knob (lever) is broken. The issue found during an unknown event. There is no patient involvement associated on this event. No user injury reported. Device evaluation determined there is a foreign material on the device forceps lever. This report is being submitted for foreign material found on the device forceps lever during device inspection.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection found that there is a foreign material found on the lever. In a follow up communication with the customer, it was conveyed that there is no patient or user is known to have been infected by the contamination ( foreign material found on the lever). Additionally, the following findings during device inspection were noted below: deformed nozzle, chipped on distal end and light guide cover lens. A-rubber glue (bending section) separated, coating peeled off on connecting tube and buckles noted. The biopsy knob (lever) was observed to be broken. The customer reported issue was confirmed. Painting peeled off on air/water nut, wire stopper angulation found with play and less than the standard. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: ·there were differences between brushing methods of the forceps elevator performed by the user facility and brushing methods recommended by IFU. ·training regarding device handling as per IFU, performance of reprocessing when returning the device for repair and regarding reprocessing methods was insufficient. The following is found within the instructions for use (IFU) reprocessing manual regarding insufficient reprocessing: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." In the IFU (reprocessing manual): 3.5 manual cleaning:brush the forceps elevator, details of reprocessing methods for the forceps elevator and around the forceps elevator are described. Also, in the IFU (operation manual): 3.2 inspection of the endoscope, descriptions about foreign materials in the forceps elevator during inspection prior to use are described. Therefore, the suggested event was deemed a detectable event. In addition, in 5.2 returning the endoscope for repair, the user is instructed to clean an endoscope before returning it for repair. "Thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor field performance for this device.